Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after breakfast despite multiple corrections, with blood glucose measured at 390 mg/dl for approximately 90 minutes and 19 units of insulin on board, following a larger-than-usual meal of cream of wheat and a banana; the user was using a cd infusion set, and troubleshooting suggested suboptimal insulin absorption at the infusion site, prompting a site change to the leg. Symptoms included hyperglycemia without reported systemic illness. Outcomes included user-initiated troubleshooting and site change, with no hospitalization. Investigation included remote troubleshooting and user education regarding potential infusion site absorption issues. Investigation of this case revealed suspected poor absorption at the infusion site as the likely contributor to persistent hyperglycemia, with no device alarm or mechanical failure reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site absorption issues rather than device malfunction.